Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the cataract surgery, ophthalmic system exhibited intraocular instability issues. The issue was not significant enough to impact the procedure, and the surgery was completed without major issues. Additional information has been requested but is not available at the time of this report.